Event description:
It was reported that air bubbles were observed within an undefined area of the cartridge. Customer changed out the cartridge to address issue. Customer¿s blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.